Event description:
It was reported that this was a venotomy closure of the left common femoral vein using the pre-close technique via an 8f sheath hole prior to an interventional ablation procedure. The suture of two proglide devices were successfully pre-placed. The sheath was upsized to a 14f sheath, and the interventional procedure was completed. Reportedly post procedure, one of the sutures separated while advancing the knot. Hemostasis was achieved with the one remaining suture and manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information the investigation determined that the reported issue and subsequent treatment appears to be related to circumstances of the procedure. In this case, it is likely, the break occurred due to the suture tension or suture/ nick damage during knot advancement. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for possible causes. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.